Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID neu_unknown_lead, product type lead.

Event description:
The patient reported that their spinal cord stimulator (scs) were forever breaking down. The patient was currently waiting for a lead replacement. The patient was left in severe pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.